Manufacturer narrative:
(B)(4).

Event description:
Procedure: total proctocolectomy. According to the reporter: the device did not fire. The red led lights came on after fire button was depressed. The failure had on input on pt. Another device was used successfully.